Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2016-00666. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils and a pod detachment handle (handle). During the procedure, while being retracted through a lantern delivery microcatheter (lantern), a ruby coil unintentionally detached within the lantern. The detached ruby coil was removed from the lantern and a new ruby coil was deployed and detached into the aneurysm; however, after the ruby coil was detached, the ruby coil pusher assembly became stuck in the handle and could not be removed. Therefore, the procedure was completed using a new handle. There was no report of an adverse effect to the patient.